Manufacturer narrative:
Philips service restored power, recreated image disks, tested system functionality, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that patient data was inaccessible due to disk and isb malfunction on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.